Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the system showed a 45mm difference with the screwdriver instrument. The driver was verified, but the system was showing an offset of 45mm. They tested it on the anatomy and an offset was added. It was further noted that when the software tools were changed from the screwdriver and it should have been the longitude screwdriver. The manufacturing representative (rep) clarified the expectations of the system compared to verification of the instruments shown vs the shown offset. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.